Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address instability and a fractured femoral component. It was noted that the femoral component was not bonded to the bone, likely causing the fracture. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event has been confirmed by review of actual device received. Device history record (DHR) was reviewed with no deviations identified. The investigation identified the loosening and component fracture were subsequent to the noted osteolysis; however, a definitive root cause of the osteolysis cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: unknown zuk articular surface, catalog #: unknown, lot #: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01984.

Event description:
It was further reported the patient had an arthroscopic procedure approximately three and a half years post-implantation due to unknown reasons. Operative reports further note that the patient's gait had mild antalgic favoring of the left knee, varus collapse, and pseudolaxity of the mcl approximately five days prior to the revision procedure. During the revision procedure, the surgeon noted the polyethylene showed severe wear. Osteolysis and synovitis were also present which was the source of the femoral component loosening. All components were removed and replaced.